Manufacturer narrative:
During inspection and testing, the reported issue (broken ig bundle) was confirmed and found to be caused by external factors. The reported issue (insertion part crushed and buckled) was also confirmed and found to be caused by external factors. In addition to peeled coating, service found there were stains on the ig bundle, the adhesive on the bending section cover was chipped, the cover index on the grip was peeled off, and the universal cord was collapsed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image guide bundle (ig bundle) was broken, and the insertion part was crushed, and buckled. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.